Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and the pump became out of position. It was reported that the pump was lost in the aorta and could no longer be repositioned therefore the pump was explanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely was use related issue due to improper technique.